Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Insulin pump passed the delivery accuracy test at 0.0875 inches. (B)(4).

Event description:
Additional information, the insulin pump failed the high pressure test twice during troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 262 mg/dl. The customer¿s current blood glucose was 101 mg/dl. The customer was treated with manul injection. The drive support cap was normal. Customer was alleging possible pump under delivery. The product was returned for analysis.